Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that in a da vinci-assisted procedure, the fenestrated bipolar forceps instrument had a missing piece. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has made multiple attempts to obtain additional information from the customer concerning the reported event with no success. This complaint will be classified based on the provided information at this time.

Manufacturer narrative:
The fenestrated bipolar forceps instrument has been returned and evaluated by the failure analysis team. Failure analysis confirmed the customer reported complaint. The instrument was found to have an input disk broken. Input disk #7 was found completely detached from the base of the housing.

Event description:
Refer to h10/h11 for follow-up information.